Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-400 mg/dl. The customer had symptoms such as profuse sweating and high anxiety and treated with the pump. Customer's blood glucose value was 397 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 3 weeks ago. Troubleshooting was performed. The drive support cap appeared normal. There customer reported kinks, bends or multiple large bubbles along the tubing length. The product was not returned for analysis.